Event description:
The following was reported to hamilton medical ag: summary: technical event: 231009 due to defective blower.

Manufacturer narrative:
Hamilton medical ag`s conclusion: failure mode description: state of failure: ventilation. Affected component: blower module. Failure effect: device alarms with high priority technical event: 231009 (alarm blower speed low). Ventilation continues. Root cause: defective blower. Correction: replacement of the blower module.